Event description:
It was reported that cgm displayed error message and caller experienced issues starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error message did not reappear, and successfully started sensor session, with no additional actions documented.